Manufacturer narrative:
Product event summary: the was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. Concomitant medical products: 5076 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had far field r-wave (ffrw) and an increase to high threshold measurements a large proportion of time. It is noted that the thresholds are unstable, and the ra lead is failing. It was also noted that the patient has bi-atrial pacing leads with a y adaptor. Both ra leads remain in use. No patient complications have been reported as a result of this event.